Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. A series of electrical tests was performed, and the device passed the electrical testing. The device was found to be operating in safety mode. The safety mode condition noted in the allegation from the field was confirmed however, the failure mode was not repeatable during testing and detailed analysis. No further analysis was performed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered a safety mode warning during pre-implant interrogation. A different device was implanted. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered a safety mode warning during pre-implant interrogation. A different device was implanted. No adverse patient effects were reported.